Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that right ventricular (rv) lead was unable to be successfully implanted due to not fixating in the patient's tissue. A new lead was placed successfully. This was an attempted implant. No adverse patient effects were reported.